Event description:
The device was removed due to a "tubing break". The entire device was removed and replaced with another 2-piece inflatable penile prosthesis. 3/6/97-upon receipt of add'l info provided to co by the physician/surgeon, he stated...."the device leaked, unable to inflate". At the time of surgery... "A tubing break at junction of the right tube and cylinder" was observed. "Twisting and/or kinking of the tubing was not observed when the pocket was opened. Tubing lengths observed was adequate and nothing specifically in the pt's history which may have contributed to this occurrence".

Manufacturer narrative:
The return of explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should the device be received, qa will file an addendum to this report if required.